Event description:
The hcp reported that the pt was experiencing an infection in the device pocket approx 6 weeks post implant. The pt had returned to the hcp's office for a refill, but the hcp wanted to postpone due to "possible incision infection". The pt was receiving morphine 5 mg/ml at a dose of 1.6 mg/day. The hcp planned to program the pump to minimum rate, and supplement with oral medication unitl the infection cleared. The pt was experiencing fever, redness and swelling around the device pocket site. The pt did not have meningitis, however, no culture was obtained, as the hcp did not want to take the pt back to surgery. The pt is being treated with oral antibiotics and the infection is resolving well.